Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was calibrated to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system provided inaccurate images to the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided.

Manufacturer narrative:
Navigation and imaging were not aborted. The surgeon continued the procedure using both navigation and imaging successfully. Screws were placed accurately. Additional information: reported inaccuracy during the event was 2mm, which is within the acceptable range.